Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer would not open and failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie drawer 6 failed to stay closed and did not open. A field service engineer removed the back panel and the back of the drawer, removed the latch assembly, checked the latch inseparable for the magnet, replaced the latch inseparable, reassembled the drawer, connected the external bus cable, powered the station up, and logged into the hardware test application (hta) to drawer and cubies. Fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.